Manufacturer narrative:
Since the initial report was filed the investigation into the presumed hemolysis experienced by the user in (B)(6) has completed. The team in (B)(6) was unable to return for investigation either the pump product or the data logs. Without the product or data logs the root cause of the hemolysis is unable to be determined. Either the impella or the pcps/ECMO could have caused the hemolysis. The failure mode will be monitored and trended.

Manufacturer narrative:
No product has been returned, and is not expected to be. The event occurred in (B)(6) of 2019 and abiomed was notified in 2020. Questions have been asked of the team in (B)(6), but knowledge sharing has been hampered by the coronavirus/covid-19 in (B)(6). Upon completion of the investigation, a final report will be filed.

Event description:
In (B)(6) a patient was admitted in cardiogenic shock and had an extracorporeal membrane oxygenation (ECMO) and impella 2.5 placed for hemodynamic support. The impella supported the patient for over 4 days when it was explanted. At the explant date the patient had his angioplasty of the coronary arteries. At explant the patient was noted to be stable and no longer in need of mechanical support. Months after pump explant the medical team informed abiomed of presumed hemolysis during the impella support. The team had treated the hemolysis, presumed to be caused by impella, by infusion of blood products. The japan team infused the japanese infusion of 36 units of blood product. The unit in japan is not equal to that of the USA unit of measure.